Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensor and found 1 of 2 sensors broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm needle complaint due to customer did not return needle.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was 8 mmol/l at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor was returned for analysis. The customer was sent a replacement sensor.